Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-may-2024, the patient reported that the one infusion set came off in shower. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.